Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, g3, h1, h2, h3, h6, h10. Reported event was confirmed through radiographs which identified the following: findings of severe osteopenia (poor bone quality), implant fracture, and periprosthetic fracture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient had initial surgery approximately seven months ago. Subsequently, the patient has osteoarthritis and was revised when they twisted and felt pain. It was found that the patient's plate fractured. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). D6a - (B)(6) 2022. G2: UK. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.